Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Rupture: no observed openings. Cyst-ndr: not applicable as the event is not related to the device. Additional observations: white particles observed on the surface of the shell. Creases were observed. Deformation observed. Wear abrasion observed. Crystalline observed in the gel no further actions are required as the device was implanted.

Event description:
Patient reported right side capsular contracture, baker grade unknown. Healthcare professional later reported "silicone implant rupture with extra capsular silicone leak" and "benign 0.3 cm complicated cyst" - not related to the device. The device has been explanted and replaced.

Event description:
Patient reported right side capsular contracture, baker grade unknown. Healthcare professional later reported "silicone implant rupture with extra capsular silicone leak" and "benign 0.3 cm complicated cyst" - not related to the device. The device explanted.

Event description:
Patient reported right side capsular contracture, baker grade unknown. Healthcare professional later reported "silicone implant rupture with extra capsular silicone leak" and "benign 0.3 cm complicated cyst" - not related to the device. The device has been explanted and replaced.

Manufacturer narrative:
Health effect- impact code: f2203. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.